Event description:
It was reported that care giver observed a minicap with a dry sponge prior to use. The care giver stated that the sponge was orange/brown but the iodine appeared to be dry. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 38 of 52.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device manufactured date: 12/03/2014 -12/09/2014. The device was received for evaluation. A visual inspection was performed and revealed no issues that could have caused or contributed to the reported event. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue could not be verified and the cause of the issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.